Event description:
It was reported that during the surgery, the carrying skin graft's rate of magnification of the two complaint products were different from the specification. There was no patient harm. It was unknown if there was any surgical delay. Due diligence is compete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.